Event description:
Information received from the field notes myocardial perfor- ation and cardiac tamponade. The patient was returned to surgery, the perforation was repaired and the lead was re- located.